Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the lifeband would not retract when the autopulse platform getting started. There were no issues or damages observed with the lifeband. There was no patient involvement reported. No other information was provided.

Manufacturer narrative:
The customer's reported complaint of the platform displaying user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive review and functional testing. Ua 45 was attributed to a faulty encoder shaft. Functional testing could not be performed due to a ua 45 error message displayed upon powering on the platform; therefore confirming the reported complaint. It was determined that the ua 45 was due to the stiff encoder shaft. After the encoder shaft was replaced to remedy the reported complaint. A run-in testing was performed without exhibiting any of the user advisory or fault. In addition, the load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. Review of the archive data revealed ua45 error message occurred on the reported date of event, thus confirming the customer's reported complaint. Visual inspection was performed and no physical damage was observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).